Manufacturer narrative:
There was difficulty delivering the cypher select plus to the target lesion. Additionally it was reported by the physician that the cypher select plus delivery system kinked during attempted delivery and the kink caused an inflation difficulty. The stent was post dilated with a balloon catheter and the procedure was completed successfully without patient injury. The target site was a de novo 90% stenosis in the left anterior descending (lad) artery without calcification or tortuosity. The lesion was pre-dilated with a 3.0 x 15 mm nc sprinter and ivus was conducted. Then, the 3.5 x 23 mm cypher select plus was advanced to the target lesion, but it could not be delivered to the target lesion. After several unsuccessful attempts, the device was retrieved from the patient and a kink at the guidewire exit port was noted. Despite this, it was managed to be re-delivered successfully to the target site; however, when inflated at the target site the pressure would not increase above 10 atm. Therefore, the sds of the cypher select plus was retrieved from the patient and the stent was post-dilation with a balloon catheter (hiryu: 4.0/10 mm). Leakage from the cypher select plus was not confirmed. One non-sterile 3.50x23 mm cypher select plus (B)(4) was received coiled inside two plastic bags. Balloon was already inflated and deflated; inflation residues could be observed. One kink was detected at 5 cm from distal end and two bents at 9 and 32 cm from proximal end. Pressurized water was applied to the catheter using an indeflator; the balloon could be inflated without difficulty. During microscopic analysis no damage in the balloon was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinked/bent delivery system was confirmed. There is no indication of a relationship to the manufacturing process. Controls are in place to detect this condition during the manufacturing process. As reported, the continued attempts to advance the device against resistance appear to have caused the reported and confirmed kinked condition of the delivery system. The reported inflation difficulty was not confirmed during functional testing of the returned device; however, as reported, the kinked condition appears to have contributed to the clinical inflation difficulty reported. Procedural factors and vessel/lesion characteristics appear to have contributed to the events reported with no indication of any device design or manufacturing related issues. Therefore, no corrective or preventive action will be taken. Tracking through a vessel or lesion is commonly associated with patient anatomy vessel/lesion characteristics and operator technique. The IFU specifies that should unusual resistance be felt at any time during either lesion access or removal of the stent delivery system before stent implantation, the entire system should be removed as a single unit with the guiding catheter. A review of the analysis and the information provided suggests that procedural and/or vessel/lesion characteristics likely contributed to the reported events. There is no indication with review of the analysis, the DHR or the information provided that there is any design or manufacturing related issues; therefore no corrective action is required.

Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the mid left anterior descending (lad). The target lesion was a de-novo, not calcified or tortuous. The lesion was pre-dilated with a 3.0 x 15mm nc sprinter and ivus was conducted. Then, a 3.5 x 23mm cypher select plus was advanced to the target lesion, but it could not be delivered to the target lesion. The physician made several attempts to deliver it, but these were unsuccessful. Then, the cypher select plus was retrieved from the patient and a kink was observed at the guidewire exit port on the shaft. Nevertheless, the physician managed to re-deliver the cypher select plus to the target lesion and inflated it, but the pressure would not increase above 10atm. Therefore, the stent delivery system (sds) of the cypher select plus was retrieved from the patient and was post-dilated with a 4.0 x 10mm hiryu balloon catheter was conducted to further dilate the cypher select plus stent.

Manufacturer narrative:
Leakage from the cypher select plus was not confirmed. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The physician indicated that the cypher select plus kinked during the attempts of delivery and the kink caused the inflation difficulty. Boston scientific inflation device, launcher 7f sl35 guide catheter, 4.0 x 10mm hiryu balloon catheter, 3.0 x 15mm nc sprinter balloon catheter, terumo sheath and xience stent. The cypher select plus (B)(4) product is not distributed in the united states, however, it is similar to the us product, cypher sirolimus-eluting coronary stent. The product has been returned for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days from receipt.